Event description:
The customer reported the x-ray field is not properly aligned with the image receptor. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and removed, cleaned, and recentered camera. System operates as intended. (B) (4).